Event description:
It has been reported that the bd precisionglide¿ needles have been found to be clogged/blocked and also dull/blunt during use. The following has been provided by the initial reporter: needles are blunt and clogged.

Manufacturer narrative:
H.6. Investigation: forty (40) samples, one (1) photo and one (1) video were provided by the customer for investigation. All forty (40) returned samples were visually examined and were used were found to be clogged as light was not able to pass through the needles. The returned sample tips were examined using 10x magnification. One (1) sample was found to have a defectively ground tip and another sample was found to have a hook. The other thirty-eight (38) samples were found to not have any damage, the bevels were good and the etch was good with no defective grind or hooks were observed. One (1) photo was provided by the customer for investigation. The photo shows part of a shelf carton which provides the product and batch number. One (1) video was provided by the customer for investigation. The video shows someone attempting to depress a plunger into a filled syringe. The plunger is not able to be depressed and no drug is expelled when the plunger is depressed. Regarding the clogged needles, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. A machine failure resulted in a defectively ground needle tip which was not detected by the needle inspectors. A hooked tip is the result of the needle tip coming in contact with a hard surface. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precision glide¿ needles have been found to be clogged/blocked and also dull/blunt during use. The following has been provided by the initial reporter: needles are blunt and clogged.